Event description:
It was reported the patient ran into the edge of a sidewalk and flipped the xtra manual wheelchair. During the fall, the crossbrace bolt was sheared off. No patient injuries or medical intervention were reported as a result of this event.